Manufacturer narrative:
Concomitant medical devices: product ID: 977a175, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a175, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s implantable neurostimulator (ins) was exposed. It was noted the patient was thin and that the skin where the ins was implanted had become thin prior to the incident. As a result, the hcp had planned an operation to change the ins position. When the day of the operation arrived, it was found the ins was already exposed at that time. The hcp decided to remove the entire system at that time and re-implant the patient with a full system at a later date. The whole system was removed on (B)(6) 2019 and the patient was later implanted with a new system on (B)(6) 2019 at a different implant site. The spinal canal stenosis patient was alive with no injury at the time of report. There were no further complications reported or anticipated.